Manufacturer narrative:
Technician found that the caster and rocker arm were worn, and the hex had a screw broken off inside it. He replaced the foot end casters, hex rod, and installed the transtar brake/steer upgrade and the brakes functioned properly. He found this while performing a function check and there were no alleged injuries.

Event description:
Technician alleged that when the brakes were engaged the foot end brakes did not hold.